Event description:
It was reported that the patient had an infection at the device pocket. Medical and surgical interventions were both noted but details were not specified. The pump was being used to deliver gablofen.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8731, serial# (B)(4), implanted: 2006-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).